Event description:
It was reported that the patient experienced elevated blood glucose levels in the 500's mg/dl. The patient found that her infusion tubing had become disconnected from the connection at the headset. She believes insulin was leaking prior to the tubing becoming disconnected. She was able to correct her blood glucose level via insulin injection. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.